Manufacturer narrative:
(B)(4). The device was manufactured october 9, 2014- october 14, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle 1.86mm in length, floating in the solution of the bladder. Fourier transform infrared spectroscopy revealed that the particle was made of acrylic. The cause of the condition was not determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside the reservoir. This was found before use. There was no patient involvement. No additional information is available.